Manufacturer narrative:
The meter was requested to be returned. The investigation is ongoing.

Event description:
There was an allegation of a display issue with the coaguchek vantus meter. The patient alleged half of the display is white and black with red lines and the other half of the display has partial words that are not clear. There was no allegation of a result misinterpretation.

Manufacturer narrative:
The meter was received for investigation. After starting the device, the display remained partially white and otherwise showed an incomplete display of the menu. The removed display showed several fine cracks at the bottom edge of the glass near the cable connection area. The visible cracks are consequential damage from an external force, possibly from the meter being dropped. The issue was consistent with a user-handling error.